Event description:
It was reported that the patient was hospitalized for an unknown reason. A ventricular fibrillation episode occurred and the physician used external defibrillation to interrupt the arrhythmia. The device went into back-up vvi mode, and pacing stopped. A temporary lead was placed as the patient was pacemaker dependent. No telemetry could be established with the device. The physician suspected that the device was at eri and that it would not provide tachy therapy during the arrhythmia. The patient was placed in ICU until the device replacement procedure. Further information received notes that the patient was very ill with 3 or 4 cardiac arrests in previous days, no spontaneous rhythm, and a very low oxygen saturation. During the explant procedure, the leads all tested in normal electrical ranges. A new device was implanted without complication.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to a power-on reset. Review of stored electrograms indicated that a large amount of high voltage activity was observed which caused a momentary drop in battery voltage which caused the power-on reset. The reported field event of an inability to communicate with the device was found to be caused by a low battery voltage. With an external power supply attached, the device functioned normally. The original battery was sent to the vendor for further evaluation and no anomalies were found. The cause of the low battery voltage could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.